Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required.

Event description:
It was reported that patient had difficulty to insert the catheter. Follow up via phone on 24mar2021, the customer noted that the end of the catheter was very floppy because the holes are opposite each other so, it kept bending during insertion. Which made it painful and difficult to insert the first 3 inches of the catheter. The customer was still able to insert the catheter and void the bladder. The customer added that the material on the catheter was not smooth and was a little rough. No medical intervention was required.